Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer reset the pump on their own and resumed insulin, then gave correction bolus via pump. Reportedly the customer continued to use the pump for insulin therapy and has insulin supplies available.